Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service/wrench code) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, causing the j1001 socket to come loose. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor was displaying a service code.